Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and they did not receive a low battery alert prior to the off no power alert. Customer's blood glucose value was 600+ mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states this was the second occurrence of off no power without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and off no power alert noted.